Event description:
It was reported that this pacemaker exhibited oversensing in the right ventricular (rv) channel which resulted in pacing inhibition. Technical services (ts) was contacted and discussed possible programming options and performing isometrics in office. This pacemaker remains in service. No additional adverse patient effects were reported.